Event description:
Procedure type: anterior resection, patient gender: female, according to the reporter: the instrument did not staple properly as some clips were open. A second anastomosis was performed using another instrument of the same type.

Manufacturer narrative:
.